Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer&#38112;blood glucose (bg) level was in the 600s range (mg/dl). A system check performed with tandem technical support indicated that the cartridge was a possible cause of the occlusion. The customer changed out the cartridge; however the customer was not seeing drops of insulin exit the end of the tubing during filling. It was indicated that the customer had a backup pump available for alternate insulin therapy. The customer took a correction bolus via the backup pump.